Manufacturer narrative:
The insulin pump passed the functional test, including the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, off no power test, and excessive no delivery test. All operating currents are within specification. There was no dim light or dim display noted. There was no missing segment or partial display noted. The pump was received with a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, a cracked belt clip slot, a cracked reservoir tube, a cracked case, and a cracked display window.

Event description:
The customer reported via phone call that the screen on the insulin pump is really light and hard for the customer to read. Customer's blood glucose was 423 mg/dl at the time of the incident. Customer treated with a bolus from the pump. Customer stated that the pump faded out when she pressed the act button. Customer stated that the issue happened yesterday and she just had supper. Customer declined troubleshooting for high blood glucose and treated with the pump. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.